Manufacturer narrative:
E1: patient city: (B)(6). Patient country: spain.

Event description:
Unomedical reference number (B)(4). Event occurred in spain. On 24-may-2024, it was reported by the patient that infusion set needle is stick and it is harder to remove. No further information was available.